Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The ICD was interrogated revealing the battery status mol2, 31 charging cycles were recorded to the device memory. The memory content of the device was inspected. The pacing impedance trend showed strong fluctuations between 200 ohms (lower limit) and 500 ohms. Furthermore, during the analysis of the available iegms noise was observed in the far-field channel. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The there was no indication of a device malfunction. The returned lead was found cut approx. 11 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approx. 3 cm segment of the lead body was missing. The ligature marks, mentioned in the complaint text, were noted 39 cm proximal to the lead tip. The insulation was intact in this area. Further analysis revealed multiple signs of wear along the lead body. In particular 11.5 cm as well as between 10.5 cm and 9.5 cm proximal to the lead tip the insulation was found rubbed through. This finding can be considered to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. However, tissue residuals which were found along the distal lead fragment indicating an increased ingrowth which might have affected the leads motion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 84 months it was reported that the lead was explanted due to oversensing and pacing impedance values less than 200 ohms.